Event description:
Caller reported an alarm 2 followed by alarm 26 and experienced more than one previous occlusion event. Specific blood glucose values were unknown, but levels exceeded 500 mg/dl, reading as ¿high¿ on the cgm. Customer administered a correction bolus via pump and resumed insulin without changing supplies; no third-party assistance was required, although frequent occlusion issues prompted a request for follow-up assistance.